Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that the vad (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported driveline sheath damage event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, a possible root cause of the reported event may be attributed, but not limited, to factors such as normal wear over time, improper handling, design issues, and/or exposure to uv light. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 31-jul-2024, serial or lot #: (B)(6), d9: no, h3: no, h4: mfg date: 31-jul-2023, h5: no. D1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 31-jul-2024, serial or lot #: (B)(6), d9: no, h3: no, h4: mfg date: 31-jul-2023, h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the batteries connected to power source one on the controller had two lights on the battery indicator after the power was switched to power source two, about once every two days. The patient did not see the moment of the switchover; the patient looked at the battery indicator after the switchover and found that it had two lights on. It was noted that it seemed like the batteries were in "resting mode" and went back to over twenty five percent capacity. It was also noted that there was no alert to indicate the malfunction. There was also no red blinking light on the battery charger to suggest a malfunction. The batteries remain in use. No patient complications have been reported as a result of this event.